Event description:
Related manufacturer report number: 2017865-2021-36281; 2017865-2021-36282; 2017865-2021-36286 it was reported that the patient presented in clinic for a follow up. It was noted that far r wave oversensing was present on the implantable cardioverter defibrillator (ICD). Programming changes were made and the issue was resolved. There was a suspicion of infection, so the patient's pocket was opened and cultures sent to pathology for analysis. The cultures came back positive for gram positive cocci. The patient was sent to surgery for an extraction and the system was explanted and replaced. The patient was stable